Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Forty-five days have passed since this issue was reported to us, and nothing is being returned, which precludes conducting an evaluation. However, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep. Is reporting to us that during an open anchor tendon repair with the use of lupine loop for fixation, a portion of the distal inserter tips of 2 lupine anchors broke off during in insertion into the bone hole. The surgeon was able to remove all and used a 3rd same type device to complete the repair successfully without further issue or harm to the patient. Complaint devices discarded at user facility. See also associated MDR 1221934-2013-00104.